Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (2000mcg/ml, 969mcg/day, lot unknown) in an implantable infusion pump for intractable spasticity and post spinal cord injury. In (B)(6) 2014 the patient was complaining of withdrawal, with sudden onset. The patient presented to the clinic on (B)(6) 2014 and was given a bolus. The patient had a good response to the bolus as well as a positive side port aspiration. The dose was increased by 10% at that time. The patient continued to report spasticity and the hcp stated that the patient was very tight. The patient was brought in on (B)(6) 2014 and the pump programming was changed to flex mode, but it did not work. On (B)(6) 2014, the hcp increased the bolus doses and that did not help. The patient was sent for an MRI and they found he had developed a syrinx at the cervical vertebrae 6/7. The patient was sent to a neurosurgeon and they did not find a syrinx. An indium dye study was performed in (B)(6) 2015 and it was normal. On (B)(6) 2015, a side port aspiration was attempted, but they were unable to aspirate. It was confirmed that the catheter was kinked. The patient was sent to surgery on (B)(6) 2015 and it was discovered the distal connector was kinked and twisted mildly. The adaptor was disconnected from the pump and poor flow was noted. The surgeon cut the connector proximal to the plastic coupler and a new distal segment was connected. The patient was currently doing fabulous. The current dose was 328mcg/day. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that dye study was done and that it was not flushed so there's still dye in the catheter. Patient was supposed to get a bolus at noon and they were going to inject 100 mcgbolus around the catheter to test the patient's response and she doesn't want to affect that test. Patient got 20.5 mcg/hr. Patient had not gotten relief since implant but that every had been reported and there was nothing new. They were still trying to determine whether there was a system issue or if the patient may no longer be responding to baclofen which was why they were going to bypass the system and give him a 100 mcg bolus. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.